Manufacturer narrative:
Pump passed the active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on electrical board. Unexpected low battery alarms due to the electrical board connector resistance issue. Pump received with a severely scratched lcd window, missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery issues on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.